Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No missing segments or partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing either. The front of the case is pretty buffed up especially the lcd window. One can still read and navigate the menus; however the scratches do make the display look hazy. Also the s/n label located between the belt clip rails has rubbed off and become illegible. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display and no delivery during therapy. Customer's blood glucose value was unknown. The device will be returned for analysis.